Manufacturer narrative:
Model number/catalog number: sc-2317-50, serial number: (B)(4), batch/lot number: 7043229, model/catalog description: infinion cx lead kit, 50cm.

Event description:
A report was received that the patient was experiencing abdominal stimulation. X-ray was taken and confirmed that the lead migrated. The patient underwent a lead revision procedure and was doing well postoperatively.